Event description:
During a pci procedure, maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a 100% stenotic lesion in an unspecified coronary artery. A zeon introducer sheath, a mach1 guide catheter, a terumo guide wire, and an everest inflation device were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good."